Event description:
Procedure: lap chole. According to the reporter: the tip of the instrument broke off and fell into the pt. The surgeon was able to retrieve it. No injury to pt was reported.

Manufacturer narrative:
.